Manufacturer narrative:
We received one 120404f catheter for examination. The reported event of "balloon popped" was confirmed. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured around the circumference. Examination was unable to determine if there was any missing latex. There was no damage to the balloon windings or catheter body. As stated in the IFU the amount of inflation media should be checked prior to each inflation of the balloon so not to exceed the maximum inflation volume. Per the IFU the recommended inflation media is 0.75cc liquid. IFU warning - balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Maximum pull force on an inflated balloon for this catheter is 1.5 lbs. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon popped on initial pass during a declot right arm arteriovenous graft procedure. No patient consequence. Another catheter was used and worked successfully.